Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was prescribed keflex (dosage and duration not reported) on (B)(6) 2013. The implanted device remains.